Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4): indication for use, against resistance. Concomitant medical products: guide wire: runthrough; guide cath: envoy 7 fr; sheath: terumo 7 fr. The second graftmaster device is being filed under a separate medwatch report.

Event description:
It was reported that during the procedure for treatment of a carotid cavernous fistula, a 4.5x16 graftmaster stent delivery system (sds) was advanced but resistance was felt due to tortuosity and heavy calcification. After several attempts to advance the sds, the proximal shaft separated outside of the anatomy. The catheter was simply withdrawn from the guide catheter. After withdrawal, the stent struts were noted to be flared. Another same size graftmaster sds was advanced with difficulty due to the significant tortuosity; however, the stent was deployed and the procedure was successful. The patient condition is reported as good. There was no clinically significant delay due to the failure to cross. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent damage and shaft detachment were confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the rx graftmaster instructions for use (IFU) states that if resistance is felt during manipulation, discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, carefully withdraw the stent, delivery system, and the guiding catheter as a unit. Do not attempt to pull an unexpanded stent back through the guiding catheter; dislodgement of the stent may result. Additionally, the indication/ inclusions section states that the jostentgraftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of coronary artery aneurysm, coronary bypass-vein graft aneurysm, acute coronary artery perforation and acute coronary artery rupture. It is unknown if the use of the graftmaster outside of the coronary anatomy contributed to the reported event. Based on analysis of the returned device, there is no indication of a product deficiency.